Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however blood was noted on helix mechanism; full lead returned and analyzed.

Event description:
It was reported that during an implant procedure there were issues with the attempted lead's high threshold and high impedance. It was also reported that the lead was repositioned several times with no success. The lead has been returned. No patient complications have been reported as a result of this event.